Event description:
It was reported that the patient experienced intermittent stimulation sensation from their implantable neurostimulator (ins) system. The patient noted that she thought it stopped working some of the time and other times it felt like the stimulation sensation would quickly increase on its own during daily activities (e.g., bending over). The patient stated that she believed that this had been occurring since (B)(6) 2011. It was also noted that she had a "poking/sticking" sensation at the ins site when she would lie or sit down following a fall to her knees in (B)(6) 2010. She also had double knee surgery. The patient also reported the symptom of a headache and other medical issues she was dealing with where she would get nerve blocks every few years. She stated that she had received steroid injections for hip/joint/buttock issues. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Lead: model 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: na. Recharger: model 37752, serial# (B)(4). Programmer: model 37742, serial# (B)(4).